Manufacturer narrative:
Additional information provided in d.9., h.2., h.3., h.6. And h.11. A video was provided which shows the cassette attached to the console which a noise or sound is coming from the console. The video confirms the complaint of noise but is insufficient to confirm the root cause. A returned product was received. The turbid fluidics management system (fms) in the tray was visually inspected. The drain bag was detached from the drain bag tape on the cover due to saturation. The drain bag tape was adhered on the cassette properly. Both irrigation and aspiration luers were intact. Flare shape was observed in the blue socket fitting at the aspiration tubing insertion end. The product was tested using a calibrated console. The product could be recognized by the console. The product primed and tuned with the handpiece and the 0.9-millimeter aspiration bypass system (abs) tip and infusion sleeve from the lab stock, successfully and the service data could be retrieved. No system message code displayed on console screen. The product functioned within specification. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. Basic surgical consumable product is designed and intended for single use. Users are always advised to adhere to the associated directions for use and product labeling associated with products. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cortex in the middle started to hear the noise without marking anything on the screen after cataract surgery with intraocular lens implant. The surgery was completed on the same day. There was no patient impact reported.

Manufacturer narrative:
The reported product was not received at the investigation site for evaluation; however, a video was provided which shows the cassette attached to the console which a noise/sound is coming from the console. The video confirms the complaint of noise but is insufficient to confirm the root cause. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information received, the investigation was unable to conclusively identify the root cause for the reported event as a product was not returned for evaluation. The video provided confirmed the noise report, but the root cause and its origin are inconclusive and further investigative, or manufacturing actions are not warranted at this time. No manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).